Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Event description:
Additional information received stated that there were no direct allegations of an out of box failure. It was also stated that the healthcare provider (hcp) has reported a few cases in the past where placing canulas down the holes of the adaptor felt too tight. The hcp confirmed not all of them are like this, but they have tested different canulas to rule out that they would be the issue.

Event description:
A manufacturing representative reported there was an issue with a nexframe kit component. The piece that was the issue was the multi lumen adaptor used for cannular rundown. The cannulas were getting stuck in the lumen adaptor piece, in the center of the hole. The component had been replaced with the same item from another kit. No patient symptoms reported. This had occurred on (B)(6) 2016. See related events for mention of 4 or 5 other cases.

Manufacturer narrative:
Analysis of the multi lumen adaptor for canular rundow found a stim nexframe multi-lumen adapter anomaly. It was found that the pin gauges could not be fully inserted through lumens #1, #2, #3, and #4, and that the lumen diameteres were smaller than specification by .001-.003".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.